Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# l58930, implanted: (B)(6) 1999, product type: lead. Product ID: 749851, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was feeling a burning sensation at the lead wire and it seemed to be getting worse. The patient also had a loss of therapeutic effect and stimulation in the wrong location. It was noted that the patient worked with their doctor or a manufacturer representative but they were still having concerns with their device or therapy and had not sought further help. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.